Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported "it wasn't giving the right numbers and it alarmed all night." No consequences or impact to patient were reported.